Event description:
On (B)(6) 2025, a caregiver contacted customer support reporting that the user's blood glucose (bg) had been elevated for just over an hour, with a reported value of 400 mg/dl and the presence of ketones. The caregiver inquired why the device had not brought the bg down. The agent explained that the system increases insulin delivery if bg remains elevated over time and the caregiver was reminded of the ketone action plan. No other symptoms, external assistance, or medical intervention occurred and no device malfunction was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.